Event description:
An ng tube was placed by nursing on a patient care unit. The nurse noted that the ng tube had no output when placed to suction and they were unable to flush the tube. The service placed an order to reposition the tube. The nurse was still unable to flush the tube after repositioning, and the ng tube was removed. Once removed the nurse noted that the tube was defective. There were no holes or vents at the bottom of the tube.